Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse noted that the camera would not focus. The fse reviewed the system logs and confirmed error 48224 pointing to the camera head. The fse replaced the camera head to resolve the reported problem. The system was tested and verified as ready for use. Isi has received the camera head for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the evaluation. A review of the procedure log with the information provided resulted in no additional information. A review of the site's system logs for the reported procedure date was conducted by an fse. The fse identified error 48224 pointing to an issue with the camera head. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to laparoscopic. Although there was no patient harm, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the camera would not focus from the camera head button and surgeon side console (ssc). The customer had no focusing issue during their first half of the procedure. The customer pressed the camera button for a long time, and the arm light emitting diode (led) turned yellow. The customer attempted to hard power cycle the system, but the issue was not resolved. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed with the customer that the camera was connected properly. There was no reported injury. The isi field service engineer (fse) obtained the following additional information from the customer regarding the reported event: system functionality was reportedly checked prior to use, and no errors/issues were noted. The si system could not be used after the reported event occurred. Therefore, the surgeon elected to transfer the procedure to conventional endoscopic surgery. It was confirmed there was no patient harm, injury, or adverse outcome.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3 evaluation information can be found in the following fields: h6, and h10 intuitive surgical, inc. (Isi) received the camera head involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. One charged-coupled device (ccd) was defective and could not be repaired. The camera head light cable was damaged and needed to be replaced. The camera head had mechanical shock which resulted in damaged housing components.

Event description:
Refer to h10/h11 for follow-up information.